Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported while attempting to obtain the sample from green top tube, for use of an I-stat crea cartridge, the customer stuck themselves with a needle. The customer received medical treatment.